Event description:
A caller reported experiencing an occlusion alarm and mentioned multiple previous occlusion events, each resolved by changing the infusion set and cartridge before resuming insulin. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl or cause the continuous glucose monitor to read "high." The customer experienced recurring occlusion issues but declined further assistance from customer support, leading to the closure of the case.